Event description:
Event date is "unknown".

Manufacturer narrative:
Event date has been corrected to "unknown" in the b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 383516 and lot number 4197655. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port did not detach. The following information was provided by the initial reporter: placing an IV 20g, the needle would not detach from the hub of the circuit once pulled out. Attempted by 2 rns while in the patient and then had to remove from the patient and even attempted after needle removed without success. Bd nexiva closed IV catheter system- single port lot 4197655 expires [redacted date],

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.